Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was rear buttons dome was off center to the pads. The root cause for the defective switch could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.